Event description:
It was reported that event involved a patient undergoing CABG surgery. During removal of guidewire from iab, guidewire became stuck. Guidewire and iab were removed together. Another iab was inserted without further difficulty. There were no reported patient complications.